Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. In-stent restenosis pts are listed as a special pt population in the IFU and are not included in the indications for use.

Event description:
The jetstream 02 catheter was used to successfully treat a lesion in the proximal sfa with one pass in the minimum diameter mode and two passes in the maximum diameter mode. The device was then removed and angiogram was performed. The device was reinserted over the same wire and a 4cm partial in-stent restenosis lesion in the popliteal artery was treated. The physician made one pass in the maximum diameter mode. He then attempted to withdraw the device, but encountered difficulty moving the jetstream g2 over the wire. The wire was pulled back into the guide sheath and the device was removed. Balloon angioplasty was then used to dilate the area. Upon completion, the physician noted no flow in the distal trifurcation possibly due to distal embolization. To restore flow, balloon angioplasty was done in the posterior tibial artery and nitroglycerin injections were given. The outcome was acceptable. It is unclear if the adverse event was a result of treatment from the jetstream g2 device or balloon angioplasty.